Event description:
It was reported through the litigation process that through the right common femoral vein approach, an inferior vena cava filter was deployed in a patient after being diagnosed with traumatic brain injury. Eight years, six months, and twenty-eight days post the filter deployment, it was alleged that six of the attached legs were extended beyond the confines of the inferior vena cava and one of the posterior legs had caused a reaction in the anterior aspect of the adjacent vertebral body. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2010). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years, six months, and twenty-eight days post filter deployment, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter showed that the filter was present in the infrarenal inferior vena cava, and the cone was adjacent to the anterior wall of the vena cava and does not appear to extend through the wall of the vena cava. The study also showed that six of the attachment legs were present seen extended beyond the confines of the inferior vena cava and one of the posterior legs had caused a reaction in the anterior aspect of the adjacent vertebral body. Also, the filter does not look to be significantly tilted. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2010), g3, h6 (method) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that through the right common femoral vein approach, an inferior vena cava filter was deployed in a patient after being diagnosed with traumatic brain injury. Eight years, six months, and twenty-eight days post the filter deployment, it was alleged that six of the attached legs were extended beyond the confines of the inferior vena cava and one of the posterior legs had caused a reaction in the anterior aspect of the adjacent vertebral body. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.